Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient had a touch contamination of the connection tube during peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain, pyrexia, and cloudy effluent. One day after onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was given treatment with unspecified antibiotics (doses, frequencies and route of administration not reported) for peritonitis. Dianeal and extraneal therapies were ongoing. It was not reported if the patient was recovered or was recovering from the event and it was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. Additional information: the patient was reported to be in (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.